Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 99% stenosed lesion being treated was located in the moderately tortuous, non-calcified proximal left anterior descending (lad) artery. The pt was taken to ER in the early morning. An acute myocardial infarction was diagnosed. The guidewire and guide catheter were placed into the target lesion without any issue. An aspiration catheter was used to remove thrombus. Ivus was performed. The physician attempted to place a 3.5x20mm liberte stent, but was unable to cross the lesion. An additional guidewire was inserted for support. Then the physician reinserted the 3.50x20mm liberte stent, but was still unable to cross the lesion. When the stent delivery system was removed, distal stent damage was noted. The procedure was completed with a non-bsc stent. No pt complications were reported. Pt status reported as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).